Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the patient's esophagus. No serious injury to the patient was reported.

Manufacturer narrative:
The final device analysis revealed to significant anomalies. There was not enough information to determine the root cause of the failure. The trocar needle was advanced with no blood/tissue present. The plunger was fully retracted showing six ribs. The analyst took the handle apart and the plunger was advanced to the second set of notches. The visual inspection of the push/pull wires looked fine.